Event description:
It was reported to philips that system would not boot up and would display a "cannot connect to host" error message. The system was not in clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the nehalem host pc monoplane rev iii and installed the required license. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was not booting up intermittently during bootup process. Upon functional testing, it was found that there was issue with host pc. The fse replaced host pc. After replacement, the system was system was returned to use in good working order. The codes were updated based on the investigation outcome.